Manufacturer narrative:
The cobas eplex core unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for the eplex blood culture identification fungal pathogen (bcid-fp) panel using the cobas eplex core unit. Sample 1 initial result was c. Albicans and c. Famata. On (B)(6) 2025, the repeat result was c. Albicans and c. Famata. The culture results were c. Albicans and c. Dubliniensis sample 2 initial result was c. Dubliniensis and c. Famata. On (B)(6) 2025, the repeat result was c. Famata. The culture result was c. Dubliniensis.

Manufacturer narrative:
The investigation did not identify a specific root cause.